Manufacturer narrative:
The report was received from the field indicated that the stent flared prior to completing preparation. The product has been returned for evaluation and testing. Add'l info has been requested and will be submitted within 30 days from receipt.

Event description:
The stent flared prior to completing preparation.